Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the unit had a cracked tank cover, a damaged enclosure (due to wear), and an outdated pcb. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (faulty reservoir alarm) was confirmed during testing. A faulty float switch gave rise to this problem. A quality control issue was identified as the source of the product problem. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the device had faulty reservoir alarms/switch. The product problem was observed during testing/preventative maintenance.